Event description:
The manufacturer received information alleging an event where an alarm momentarily sounded and airflow stopped, but the device started up immediately and initiated delivery of airflow. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the reported issue was not duplicated, but a rebooting occurrence was found in the event log. The device's main board was replaced to address the issue.